Event description:
Additional information indicated the device had not been explanted. It was also clarified that the device was currently in overdischarge but when the device was working, it was controlling the patient¿s symptoms. The patient¿s indicated therapy was pain relief.

Event description:
It was reported there was a fail in the result of pain therapy. It was noted the patient realized the recharging system was not working properly. It was logged that when she pressed the green button, "she got a beep instead the acoppling of both systems". It was reported she had the same result with the patient programmer. It was reported they tried to read the neurostimulator with the n'vision and it was not possible. It was logged they tried recharging with a new system, did the physician mode recharge and checked if the neurostimulator was rotated. It was reported the system was still overdischarge. It was noted the physician suggested to retire all the devices, and the patient accepted. It was reported the patient outcome was the therapy was controlling the symptoms, and the patient was doing well. X-ray showed the stimulator was not flipped. Additional information received reported they did not know the device serial number, and that the pain symptoms came back, like pain on her legs. It was noted the device was going to be explanted, and the surgery was not confirmed at the time of report.

Manufacturer narrative:
Product event summary # geo event description; it was reported that this ins will be explanted because of an overdischarge condition. Ins was not flipped and prm not working. Geo preliminary assessment; - most likely third overdischarge and therefore, prm is not working any more patient reported a fail in the result of the pain therapy. Geo preliminary conclusion; procedural/handling. (B)(4).